Event description:
It was reported that the patient experienced nausea and chest pain when the physician successfully implanted one spinal cord stimulator (scs) lead during a trial procedure. The physician decided to abort the trial for precautionary reasons. It was believed that patients nausea as well as the chest pains were not procedure related and had subsided. The explanted lead was not returned as it was kept by the medical facility.